Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the intervention was updated to medical or non-surgical. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the skin necrosis was not determined. The patient's baseline weight was 173 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone 20mg/ml for a total dose of 2.101mg/day, bupivacaine 20mg/ml for a total dose of 2.101mg/day, and unknown baclofen 50mcg/ml for a total dose of 5.251mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome-other. It was reported the patient presented for a pump refill and small area of skin necrosis at suture site from pump replacement on (B)(6) 2017. Examination on (B)(6) 2017 noted skin necrosis. Interventions included debridement at the incision site on (B)(6) 2017. The outcome of the event was noted as ongoing. The clinical diagnosis was necrotic skin at suture site. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related with the incisional site/device tract as pump pocket. The event date was (B)(6) 2017. No further complications were reported/anticipated.